Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, 183744 - vngd ps+ tib brg 14x71/75mm - 806200, 141233 - biomet cc cruciate tray 71mm - j3385739, 184764 - series a pat std 31 3 peg - 695440. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01154.

Event description:
It was reported the patient underwent an initial right total knee arthroplasty. Subsequently, it was noted that the patient underwent a manipulation under anesthesia on an unknown date. Attempts have been made and no further information has been provided.